Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had low pacing impedance and oversensing and noise was observed. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis revealed that the outer insulation of the lead developed a breach due to a depression while in vivo. Additionally, the lead was thoroughly analyzed electrically and visually (including destructive analysis) in an attempt to find an explanation for the anomalies described in the event. All electrical testing was within specified parameters. An in-vivo conductor fracture was not observed during analysis. The lead was returned with severe explant damage and was stretched.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2007. (B)(4).